Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the operator had to remove the dissector rod from the incision (in the leg) with the aid of a clamp. The incision was slightly above the knee. The operator noticed that his movements with the device were no longer being shown on the screen, yet the endoscope was working. Upon removal of the dissector from the leg, there was no foreign body or missing parts identified. The tunnel cavity was inspected with the endoscope and no foreign bodies were present in the pt's leg. The instrument was changed out to finish the dissection, yet the same endoscope was used to finish the procedure. The harvest and cutting of the vein were then completed. There was a delay of less than five minutes to change out the instrument.

Manufacturer narrative:
Terumo has not received the actual device for eval, therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).